Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp on 2019-jul-17. It was reported that the bridge bolus was calculated separately from the programmer taking two daily boluses into consideration until the new concentration reached the catheter tip. The pump was reprogrammed accordingly.

Manufacturer narrative:
Concomitant medical products: product ID: a810, product type: software. Other relevant device(s) are: product ID: a810. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) on 2019-jul-05, regarding a patient receiving morphine (3 mg/ml at an unknown dose) via an implanted infusion pump. The indication for use was unknown. It was reported that the hcp changed the concentration on (B)(6) 2019, and did not perform a bridge bolus. The hcp forgot to program the concentration and called to check math with the bridge bolus. The hcp decided not to do a bridge bolus again, and believed the 3 mg/ml had left the pump. The new concentration was 5 mg/ml. The hcp could not provide doses or values, and declined to provide patient information. No further troubleshooting could be performed due to lack of access to the product. The patient was reportedly miserable. No further complications were reported or anticipated.